Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens implant surgery. An angiofluoresceinography revealed some abnormalities and the surgeon expressed that the pt's outcome may be the result of a problem with the retina. Further testing has been scheduled. Upon slit-lamp examination, the surgeon states the lens appears decentered hirizontally about 1.0-1.5 mm. However, when dilated, the lens appears perfectly centered in the capsular bag.

Manufacturer narrative:
H.3.,6: the complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. The mfrs internal reference number is : id061881. This report was mailed to the FDA on: 06/09/2006.